Manufacturer narrative:
Software is installed at the facility. The following MDR's are being submitted for the 80 additional impacted patient cases associated with MDR 2518897-2018-00002: 2518897-2018-00057 thru 2518897-2018-00136 reports received from the same facility: 2518897-2018-00001, 2518897-2018-00002, 2518897-2018-00003.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating endopro iq does not have an auto-clone feature for multiple procedures. Since this is a requirement in the (B)(6) central endoscopy system project in (B)(6), as a temporary workaround, manual cloning was enabled for clinical users of the software (enabled the following function in user maintenance: add new appointments in the rooms schedule). Endopro iq v7.8 also had a bug where certain siu messages where not being processed correctly by the system, the procedure schedules then failed to show up in the whiteboard scheduler. In order not to delay the endoscopic procedure, users then proceeded to manually create a schedule for the affected patient. Some users were not careful in entering the case number data (manual entry) of patients and this incorrect information affected the interfaced application in (B)(6). After a procedure report is signed by an endoscopist, the report is automatically sent to scm-a clinical results application in use in (B)(6). Incorrect case numbers led to reports being stored in the wrong patient folders in the scm system. The impact of incorrect case number entry is the misplacement of patient procedure data, doctors will have a hard time locating these records in the system and this may have adverse effects in terms of clinical decision making, especially if anatomical findings will be used for further treatment planning (e.g. The endoscopic report indicates the location of a mass in the colon, which will be used for surgical treatment planning). The above information was previously reported in MDR 2518897-2018-00002. Manual verification during the pentax medical investigation confirmed 81 impacted patient cases. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4) submitted a final medical device adverse event reporting form to the (B)(4) on 09-may-2018. A separate MDR is being submitted for each of the 80 additional impacted patient cases.